Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer stated that they had probably overfilled the cartridge. The customer started the load sequence again. However, during the load sequence, the pump became frozen on the "insert filled cartridge" prompt and the customer was unable to clear the prompt. During troubleshooting with tandem technical support, the prompt was able to be cleared and the customer was able to complete the load process. There was no impact to the customer's blood glucose level. The customer was instructed regarding cartridge labeling.